Event description:
Litigation papers allege metallic debris, loosening of the acetabular cup, pain, and elevated metal ions. Update rec¿d 02/10/2015 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The adapter sleeve and stem are being added due to elevated metal ions. The complaint and associated mdrs were updated. The complaint was updated on: 03/03/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)